Manufacturer narrative:
(B)(4). Event date: (B)(6) 2015.

Event description:
A report was received that the patient lost stimulation and high impedances noted on some of the contacts. It was determined that the patient's lead had a frayed tail. The physician believed that the patient's car accident caused the damaged to the lead. The patient underwent a procedure where the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that during the (B)(6) 2016 revision procedure an electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery.(physician¿s implant manual 9055940-001). Sc-1110-02 sn (B)(4): device evaluation indicated that the complaint was confirmed. Analog ic-u1 was damaged. The impedances of e15 measured short (0 ohm), while e7, 8, and 16 were open (mega ohm range) with a load of 375 ohms on each electrode. The battery depletion rate and sleep current were excessive. The patient¿s data indicated that the normal battery depletion changed suddenly some time before the explant procedure. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1 (er2010). It was reported that electrocautery was used during the revision. Sc-8216-70 sn (B)(4): device evaluation indicated that the lead was cleanly cut . Damage to the device is a result of a typical explant procedure and it is not considered a failure. X-ray inspection found no cable breakages.

Event description:
A report was received that the patient lost stimulation and high impedances noted on some of the contacts. It was determined that the patient's lead had a frayed tail. The physician believed that the patient's car accident caused the damaged to the lead. The patient underwent a procedure where the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had an explant procedure due to shocking sensation that was believed to be due to the car accident. Sc-8216-70/(B)(4) device evaluation indicated that the complaint was confirmed. Visual inspection revealed that the paddle was torn. Visual inspection revealed distal electrode's #8 was partially dislodged and exposed cable protruding through the paddle silicone. It appears that excessive tensile force was exerted on the lead and it resulted in the paddle damage. High impedance readings were registered at contacts # 7 and 8. X-ray inspection showed two broken cables matching the electrodes that failed impedance test. Review of the DHR found no anomalies when the lead was manufactured. Additional suspect medical device components involved in the event: model#: sc-1110-02, serial#: (B)(4), description: precision implantable pulse generator (ipg). Model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient lost stimulation and high impedances noted on some of the contacts. It was determined that the patient's lead had a frayed tail. The physician believed that the patient's car accident caused the damaged to the lead. The patient underwent a procedure where the lead was replaced. The patient was reportedly doing well postoperatively.